Event description:
It was reported that the stent did not expand. The 100% stenosed target lesion was located in the severely calcified vessel. A 12x40x75 epic self-expanding stent was advanced; however, the stent did not expand. A non-boston scientific device with smaller size was used to complete the procedure. No complications were reported.